Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was reusing supplies, not following the proper air removal steps from the cartridge and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer to use singe use supplies, follow the proper air removal steps and that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.